Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
It was reported that the images were unusable. There is no report of injury or death associated with this event.